Event description:
It was reported that the customer's insulin pump had a piece break off. The customer stated she woke up with her insulin pump's battery out of the insulin pump. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked case on the display window corner, broken reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked belt clip slot, end cap sticker and cracked battery tube threads. Insulin pump not received with original battery cap.